Event description:
It was reported that the device was used during a gastric sleeve procedure. The device could not be loaded with the gold reload. The cartridge pan is not aligned with the cartridge. Another reload was used with the same device and the case was completed.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one reload was received instead of the reported ec60a. The reload was received unfired and with the pan partially dislodged from the proximal end. Although no conclusion could be reached on what may have caused the pan to dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).